Event description:
Following cypher stent deployment in the pda, a type e dissection occurred. This was treated with another cypher stent. This male patient with a history of smoking was admitted for coronary intervention. He was not currently taking any known medications. The primary indication for the procedure was previous non st-elevation, q-wave, lateral wall mi, greater than 72 hours prior to admission. Upon admission, heart rate was 54/sinus and blood pressure was 100/75 mmhg. Troponin was elevated > 5 times uln. Aspirin, plavix, reopro, and heparin were administered. Angiography revealed a 95%, 5 mm, de novo, smooth b2 type lesion in an obtuse marginal branch (om). The lesion was within the bifurcation; therefore, double wiring was required. The vessel was 2.5 mm in diameter. The site was predilated with a 2.5 x 12mm balloon inflated to 12 atms. A 2.25 x 18mm cypher select plus stent was deployed to 12 atms. The stent was post dilated with a 2.5 x 12 mm balloon inflated to 14 atms to ensure complete expansion. Residual stenosis was 0% with timi iii flow. Also noted was a 95%, 5mm de novo, lesion in the posterior descending artery, or pda, which originated from the distal circumflex artery (left dominant system). This was also within th bifurcation; therefore, double wiring of the vessels was required. This lesion was predilated with a 2.5 x 12mm balloon inflated to 12 atms. A 2.5 x 18mm cypher select stent was deployed to 14 atms. The stent was post dilated with a 2.5 x 12mm balloon inflated to 14 atms to ensure complete expansion. Following stent placement, a type e dissection was noted extending distal from the first stent. This was treated with the placement of a 2.25 x 13mm cypher select plus stent deployed to 12 atms. Final results were good with 0% residual stenosis and timi iii flow. Post procedure cardiac enzymes were within normal limits. The patient was discharged the following day in stable condition. At one-month follow-up, the patient complained of angina and left arm "heaviness". Upon investigation, there were no ECG changes, cardiac enzymes were within normal limits, and stress test was negative for ischemia. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Vessel dissection is a known potential complication associated with coronary angioplasty and stent placement. The IFU warns that dissection may occur and that subsequent treatment may be required to ensure vessel patency. Factors that may increase the risk of a coronary dissection following pci and stent placement include angiographic factors, such as lesion location, vessel bifurcation and ostial lesions, size of vessel, and calcification; and procedural factors, such as number of devices used in a vessel, manipulation of multiple devices through the vessel, and expansion pressures of pci devices. In this case, the patient had a critical lesion (95% stenosis) in the far distal portion (pda) of a small caliber (2.5mm) vessel. The lesion was within the bifurcation and required double wiring. The site as predilated, had a stent deployed and was then post dilated. Additionally, angina represents non-specific, often subjective symptom that is very common in patients with cardiac disease and is multi-factorial in etiology.

Manufacturer narrative:
There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. There are patient, vessel/lesion and procedural factors that may have contributed to the reported event. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).